Event description:
It was reported that during a vats procedure, the staples did not fire completely down the cartridge and the knife still cut the vessel. No pt consequence reported. Case completed with same life device.